Event description:
A caregiver reported a delivery delay with a replacement freestyle libre 2 reader. The replacement device was issued as the caregiver had reported the test would not start after applying blood, with multiple strip lots. Due to the delivery delay, the caregiver reported customer experienced an adverse event in which the customer became hypoglycemic, with symptoms of paleness, disorientation, and chills. The customer required treatment of juice from a school teacher. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The exact date the incident occurred is unknown. The date entered in section b3 is per the caregiver report of "unknown date between 18 and 21 jan 2022".

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per the caregiver report of "unknown date between 18 and 21 jan 2022". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement freestyle libre 2 reader. The replacement device was issued as caregiver had reported the test would not start after applying blood, with multiple strip lots. Due to delivery delay, caregiver reported customer experienced an adverse event in which customer became hypoglycemic, with symptoms of paleness, disorientation, and chills. The customer required treatment of juice from a school teacher. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was attempted to be performed and ER-3 was observed. Errc-3 issue was cloned to address the issue. Control solution testing has been performed and all results were not satisfactory. All tests had fired. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement freestyle libre 2 reader. The replacement device was issued as the caregiver had reported the test would not start after applying blood, with multiple strip lots. Due to the delivery delay, the caregiver reported customer experienced an adverse event in which the customer became hypoglycemic, with symptoms of paleness, disorientation, and chills. The customer required treatment of juice from a school teacher. There was no report of death or permanent injury associated with this event.